Event description:
On 09/02/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-400 drillsaw sports 400 system detached. This occurred during a case. There was no additional information was provided, and additional information has been requested. Additional information was provided on 10/07/2024 where it was stated that this event occurred during a cruciate ligament procedure when the device broke at the time of being actuated. An ar-300-406s saw blade was being used. All fragments were retrieved from the patient. A cinsel and hammer were used to complete the case. There was no additional anesthesia administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the attachment during use.